Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure (ess205) (batch no. 621685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included asthma, gerd, cholecystectomy, leukocytosis and sirs. Current weight 145 lbs (B)(6) 2019. Final pathologic diagnosis a) fallopian tube, left, salpingectomy: no significant histologic alteration b) fallopian tube, right, salpingectomy: no significant histologic alteration c) specimen submitted as "left essure device": coiled metallic foreign object compatible with an "essure" device d) essure device, right. Extraction: coiled metallic foreign object compatible with an essure device. Concurrent conditions included overweight, urinary urgency, rectal bleeding, hiatal hernia, abdominal pain, multigravida and corpus luteum cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), migraine ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("pelvic/abdominal pain"), vulvovaginal pain ("sensitive vaginal area"), genital haemorrhage ("bleeding: other"), dermatitis allergic ("allergy : rash/skin condition,"), hypersensitivity ("hypersensitivity"), gastrointestinal disorder ("gi conditions"), pruritus ("itching"), abdominal distension ("bloating"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with budesonide (pulmicort flexhaler), budesonide (pulmicort), fluoxetine, norethisterone (camila), ranitidine and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the vulvovaginal pain, genital haemorrhage, dermatitis allergic, hypersensitivity, gastrointestinal disorder, pruritus, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, migraine, weight increased, nausea, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dermatitis allergic, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2005, (B)(6) 2006 insertion details- there were noted to be 3 coils of tube from each ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Ultrasound scan vagina - on (B)(6) 2019: impression: negative transvaginal pelvic ultrasound. Lot number:621685 manufacturing date:2006/11 expiration date:2008/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure (ess205) (batch no. 621685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included asthma, gerd, cholecystectomy, leukocytosis and sirs. Current weight 145 lbs. (B)(6) 2019. Final pathologic diagnosis: twfallopian tube, left, salpingectomy: no significant histologic alteration. Fallopian tube, right, salpingectomy: no significant histologic alteration specimen submitted as "left essure device". Coiled metallic foreign object compatible with an essur.e device essure device, right. Extraction: coiled metallic foreign object compatible with an essure device. Concurrent conditions included overweight, urinary urgency, rectal bleeding, hiatal hernia, abdominal pain, multigravida and corpus luteum cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), migraine ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("pelvic/abdominal pain"), vulvovaginal pain ("sensitive vaginal area"), genital haemorrhage ("bleeding: other"), dermatitis allergic ("allergy : rash/skin condition,"), hypersensitivity ("hypersensitivity"), gastrointestinal disorder ("gi conditions"), pruritus ("itching"), abdominal distension ("bloating"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with budesonide (pulmicort flexhaler), budesonide (pulmicort), fluoxetine, norethisterone (camila), ranitidine and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea, urinary tract infection and vaginal discharge had resolved and the vulvovaginal pain, genital haemorrhage, dermatitis allergic, hypersensitivity, gastrointestinal disorder, pruritus, abdominal distension, menorrhagia, migraine, weight increased, nausea, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dermatitis allergic, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2005, (B)(6) 2006 insertion details- there were noted to be 3 coils of tube from each ostia. Patient received treatment for : pain , abnormal bleeding pain , abnormal bleeding, vaginal discharge, uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Ultrasound scan vagina - on (B)(6) 2019: impression: negative transvaginal pelvic ultrasound. Lot number:621685; manufacturing date: 2006/11; expiration date:2008/10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter's information added. Event outcome were updated to recovered: pain , abnormal bleeding, vaginal discharge, uti. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure (ess205) (batch no. 621685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included asthma, gerd, cholecystectomy, leukocytosis and sirs. Current weight 145 lbs; (B)(6) 2019. Final pathologic diagnosis. A) fallopian tube, left, salpingectomy: no significant histologic alteration. B) fallopian tube, right, salpingectomy: no significant histologic alteration. C) specimen submitted as "left essure device": coiled metallic foreign object compatible with an "essure" device. D) essure device, right. Extraction: coiled metallic foreign object compatible with an essure device. Concurrent conditions included overweight, urinary urgency, rectal bleeding, hiatal hernia, abdominal pain, multigravida and corpus luteum cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), migraine ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("pelvic/abdominal pain"), vulvovaginal pain ("sensitive vaginal area"), genital haemorrhage ("bleeding: other"), dermatitis allergic ("allergy : rash/skin condition,"), hypersensitivity ("hypersensitivity"), gastrointestinal disorder ("gi conditions"), pruritus ("itching"), abdominal distension ("bloating"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with budesonide (pulmicort flexhaler), budesonide (pulmicort), fluoxetine, norethisterone (camila), ranitidine and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving and the vulvovaginal pain, genital haemorrhage, dermatitis allergic, hypersensitivity, gastrointestinal disorder, pruritus, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, migraine, weight increased, nausea, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dermatitis allergic, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2005, (B)(6) 2006 insertion details- there were noted to be 3 coils of tube from each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Ultrasound scan vagina - on (B)(6) 2019: impression: negative transvaginal pelvic ultrasound. Lot number:621685 manufacturing date:2006/11 expiration date:2008/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: pfs received. Outcome for pelvic pain updated to recovering/resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure (ess205) (batch no. 621685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included asthma, gerd, cholecystectomy, leukocytosis and sirs. Current weight (B)(6) lbs. (B)(6) 2019. Final pathologic diagnosis. A) fallopian tube, left, salpingectomy: no significant histologic alteration b) fallopian tube, right, salpingectomy: no significant histologic alteration c) specimen submitted as "left essure device": coiled metallic foreign object compatible with an essure. Device d) essure device, right. Extraction: coiled metallic foreign object compatible with an essure device. Concurrent conditions included overweight, urinary urgency, rectal bleeding, hiatal hernia, abdominal pain, multigravida and corpus luteum cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), migraine ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("pelvic/abdominal pain"), vulvovaginal pain ("sensitive vaginal area"), genital haemorrhage ("bleeding: other"), dermatitis allergic ("allergy : rash/skin condition,"), hypersensitivity ("hypersensitivity"), gastrointestinal disorder ("gi conditions"), pruritus ("itching"), abdominal distension ("bloating"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with budesonide (pulmicort flexhaler), budesonide (pulmicort), fluoxetine, norethisterone (camila), ranitidine and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the vulvovaginal pain, genital haemorrhage, dermatitis allergic, hypersensitivity, gastrointestinal disorder, pruritus, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, migraine, weight increased, nausea, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dermatitis allergic, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2005, (B)(6) 2006. Insertion details- there were noted to be 3 coils of tube from each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Ultrasound scan vagina - on (B)(6) 2019: impression: negative transvaginal pelvic ultrasound. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs+mr received - lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), uti, migraines / headaches, nausea, depression, mental anguish, vaginal discharge , weight gain , plaintiff did not undergoes essure confirmation test were added. New reporters, patient information, medical history, treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.